Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a continuflo set in which there was a backflow of magnesium sulfate from the secondary set into the primary line. The primary infusion was running in via the sigma spectrum pump. When the secondary (mag sulfate piggyback) was connected to the upper y-site the secondary bag start to empty rapidly. The clinicians first thought it was the secondary set so they changed the secondary set but this did not resolve the issue. They then determined that the piggy back was running into an unknown primary bag. They felt that it may be an incorrectly functioning back check valve. They have sequestered the spectrum pump, primary IV tubing and secondary IV tubing. There was no patient injury or medical intervention involved. No additional information is available.